Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The patient had a medical history of endometriosis and paratubal cyst. Essure was removed on (B)(6) 2022. On an unknown date, the patient had essure inserted. On an unknown date she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (operative laparoscopy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: fallopian tube with benign para tubal cyst. Fibro connective tissue with focal fibrosis and calcifications no evidence of endometriosis or malignancy. Inactive endometrium with features consistent with breakdown no evidence of hyperplasia or malignancy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The patient had a medical history of endometriosis and paratubal cyst. On an unknown date, the patient had essure inserted. On an unknown date she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgical essure removal on (B)(6) 2022 by laparoscopy with bilateral salpingectomy. At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: fallopian tube with benign para tubal cyst. Fibro connective tissue with focal fibrosis and calcifications - no evidence of endometriosis or malignancy. Inactive endometrium with features consistent with breakdown - no evidence of hyperplasia or malignancy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-dec-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.